Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was not adhering. The blood glucose level of the patient was high which was treated by changing infusion set. Currently, the blood glucose level of the patient was 300 mg/dl. No further information available.

Manufacturer narrative:
(B)(6).